Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 1/19/2016. It was reported that the patient underwent a gynecological procedure and mesh was implanted due to chronic pelvic pain, history of endometriosis and sui. It was reported that patient underwent laparoscopic cholecystectomy and bilateral oophorectomy on (B)(6) 2010 due to biliary dyskinesia and endometriosis. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.